Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during follow up, high pacing lead impedance and loss of capture were observed. Lead will be monitored. Patient condition is good.